Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The staples jammed in the stapler so that the user could not suture during a surgery. Therefore, it was replaced with a new unit to complete the surgery.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73k1900652 was manufactured on 10/29/2019 a total of (B)(4) pieces. Lot was released on 11/13/2019. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the trigger was partially engaged. The stapler was returned with 35 staples left in the cartridge. Functional testing was performed on the returned device. Upon engagement of the trigger, the trigger cycle was completed and a staple properly formed and fired from the device. However, some resistance was felt when pulling the trigger. This was repeated with the same result for the next staple. The device was disassembled and it was found that the spring was out of its original position in the cover block. The spring was slightly bent due to the device being used with the spring out of position. The spring was repositioned to the correct position and the device was reassembled. Upon reassembly, the next 4 staples fired properly. To simulate skin insertion, staples were fired into a simulated skin pad. The remaining staples were able to fire and attach to the skin pad with no issues. It could not be determined how the spring became out of position which prevented the device from functioning properly. This appe ars to be an isolated incident. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it could not be determined what caused the spring to become out of position in the cover block. It is unlikely that the spring was out of position at the time of manufacturing as the staplers are 100% inspected at the time of manufacturing. This appears to be an isolated incident. We will continue to monitor and trend on this issue. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The returned stapler was returned with its spring out of place in the cover block which caused resistance in the trigger when fired. Once the spring was correctly positioned, the staples were able to fire with no issues. It is unlikely that the spring was out of position at the time of manufacturing as the staplers are 100% inspected at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. However, it could not be determined when or how the spring came out of position. This appears to be an isolated incident. We will continue to monitor and trend on this issue.

Event description:
The staples jammed in the stapler so that the user could not suture during a surgery. Therefore, it was replaced with a new unit to complete the surgery.